Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a check of this system post implant showed higher than expected right ventricular (rv) lead pace impedance measurements. The values were within range and sensing and pacing thresholds were stable. The patient was going to be monitored. Additional more recent information noted that the lead safety switch was triggered due to out of range pace impedance measurements. The system was tested in the bipolar configuration and the safety switch was increase to 25000 ohms. No further changes were made, the patient will be followed up in three months. No adverse patient effects were reported.